Manufacturer narrative:
Voco profluorid varnish contains rosin and artificial flavourings. Intolerance to these ingredients cannot be ruled out in rare cases. Instruction for use contains appropriate warnings.

Event description:
One patient developed a rash the evening after being treated with voco profluorid varnish melon, mainly on the mouth and hands.